Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer inadvertently delivered a bolus. The customer's blood glucose (bg) level ranged between 108-133 mg/dl. Customer acknowledged the issue was due to user error and pump was performing as intended.